Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample was clean. The stylet and cannula were in their initial positions (not retracted), as the arrow could not be seen in the ready window. There were no visual anomalies noted on the device. Functional/performance evaluation: the sample was functionally tested by twisting the rotational knob once and the cannula retracted and appeared to have been locked into place. However, when the rotational knob was rotated once more to fully prime the device; the cannula released as the stylet was retracting into place. The ready arrow was visible in the ready to fire window; however, the cannula was in the initial position as it did not completely lock into place during functional testing. The device was disassembled and the internal components were inspected. There were no anomalies noted. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as images were not provided, a review could not be performed. Conclusion: the investigation is confirmed for failure to prime, as the cannula did not completely lock into place during functional testing. However, the investigation is inconclusive for self-activation as the device could not be functionally tested for the reported event due to the cannula hub not locking. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: indications for use: the core needle biopsy device is intended for use in obtaining biopsies from soft tissues such as liver, kidney, prostate, spleen, lymph nodes and various soft tissue tumors. It is not intended for use in bone. Directions for use: bard monopty disposable core biopsy instrument preparation:before using, inspect the needle for a damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Prepare the monopty instrument for biopsy by twisting the rotational mechanism at the end of the instrument. One-half turn will withdraw the cannula and lock it into place. An additional one-half turn will withdraw the stylet and lock it into place. The instrument is ready to fire. The arrow must be visible in the ready window prior to insertion into the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is being performed. The investigation of the reported event is underway.

Event description:
It was reported that during preparation for a biopsy, the device was unable to be primed. Allegedly, the device fired without selection. There was no patient involvement.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device was unable rotate into the ready or primed position. The healthcare provider (hcp) reported that the device allegedly fired without the hcp selecting the trigger or priming the device. The hcp reported there was no patient involvement.